Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of his wife's hospitalization for high blood glucose and diabetic ketoacidosis. The customer's blood glucose level was 1270mg/dl. The customer's current blood glucose level is 221mg/dl. The husband states the high levels may have been due to bad infusion site or a kink in the cannula. The husband state the customer stopped using the device for six months and reverted back to manual injections. The customer states they have a new insulin pump that is functioning properly. Nothing is being replaced or returned at this time.